Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that since the day prior to the report, they were experiencing intermittent stimulation. The patient stated that the stimulation is ¿coming and going.¿ they added that the stimulation will stay on for about 30 minutes and then will go away for about 45 minutes. The patient stated that although they feel simulation is off, their controller shows that the stimulation is on. They mentioned that they are able to press the buttons on their controller to adjust intensity, but they don¿t feel the stimulation increase or decrease. The patient noted that they have not had any falls or trauma. The patient has an appointment with their healthcare provider on 2020-01-20. No further complications were reported or anticipated.